Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® sst blood collection tubes hemolysis of samples occurred. This occurred on 20 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: after centrifugal, found a lot of samples with hemolysis phenomenon. Most of this issue occured in physical examination center. Because the blood sample was less at weekend. Totally, 70 specimens, about 30 had hemolysis, 20 had severe hemolysis. Occasionally, there was an alarm when the probe suction sample. The director said that this 20 specimens of severe hemolysis can not get the report,there will have a large number of physical examinations next friday, so they ask us to deal with this issue immediately to avoid further problems.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. Additionally, 30 retained samples were tested for additive amount, all result met the product specification. The customer returned pictures show hemolysis and underfilled tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for hemolysis based upon the photographic evidence. All testing on retention samples was satisfactory. Bd was unable to determine root cause based upon the testing performed. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with bd vacutainer® sst blood collection tubes hemolysis of samples occurred. This occurred on 20 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: after centrifugal, found a lot of samples with hemolysis phenomenon. Most of this issue occured in physical examination center. Because the blood sample was less at weekend. Totally, 70 specimens, about 30 had hemolysis, 20 had severe hemolysis. Occasionally, there was an alarm when the probe suction sample. The director said that this 20 specimens of severe hemolysis can not get the report,there will have a large number of physical examinations next friday, so they ask us to deal with this issue immediately to avoid further problems.